Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that the cartridge was leaking from an unknown area. A new cartridge was loaded to resolve the issues. There was no reported adverse impact to the customer's blood glucose.